Event description:
This spontaneous report of non-serious, unlabeled events (angioedema, lymphadenopathy, dyspnea, stomatitis, edema peripheral and laryngeal edema) meets the criteria of an expedited 10-day report. Information was received from a health care professional (director of the injecting facility) regarding a (B) (6) female who received injections of restylane injectable gel (injectable dermal filler) into the "molar region and lips" on (B) (6) 2008 and (B) (6) 2008. No anesthesia was reported used prior to procedure. No additional procedure was performed. Significant past medical history included endometriosis and previous restylane injections into the molar region and lips at multiple times a year by the same physician for the past couple of years. In (B) (6) 2006, restylane injection was performed into unspecified areas and in (B) (6) 2007, she had juvederm injection. Concurrent medications included benadryl (diphenhydramine chloride) 25 mg four to five times a day and ranitidine (brand name, form, route and frequency unspecified). On or about the end of (B) (6) 2008 and beginning week of (B) (6) 2008, the patient developed swelling of her lower lip that lasted three days (implant site swelling).

Manufacturer narrative:
Add'l PMA # p040024.